Event description:
Internal programming history was reviewed and it was noted that diagnostic data confirmed that a lead test was interrupted on (B)(6) 2009, which inadvertently changed the patient's settings to lead test parameters and no interrogation followed in this visit. It wasn't until (B)(6) 2009, that the off time setting in question was found and corrected.

Manufacturer narrative:
Analysis of programming history.